Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
On (B)(6) 2011, a customer called to inquire about whether his freestyle freedom lite meter required coding. During the call, the customer reported low, high and erratic readings issues with his meter. The last documented meter reading was 93 mg/dl on (B)(6) 2011 at 10:30. No other readings were available. The customer reported "3 or 4 months ago he started having trouble walking. He gets very tired when he walks and is weak in the legs." The customer further reported that on (B)(6) 2011 he had two falls, hurting his back and legs and sustaining bruises to his legs. The customer self-presented to his doctor; was diagnosed with hyperglycemia and treated with a "sugar pill" and unspecified pain medication, which was a change from his normal medications. There was no report of death or permanent injury associated with this case.